Manufacturer narrative:
Evaluation codes, results and conclusions: inherent risk of procedure - (cva/stroke).

Event description:
Three endeavor sprint drug-eluting stents were implanted in the lad during the index procedure. The second stent was implanted to treat a dissection after the initial stent implantation. Patient experienced stroke/intercranial bleeding approximately 51 months post index procedure. Investigator indicated that this event was not related to the study stent.